Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The exact cause of the reported event cannot be determined at this time. However, the instruction manual provides users with several warnings to help prevent damage to the ureteral access sheath: warning and caution section pg. 2: do not insert this device if it has been kinked or damaged prior to use¿replace with undamaged product. Avoid contact with sharp objects as the device can be easily nicked, thereby increasing the potential for breakage. Section 4.0 section 4.0 inspection pg. 6: do not use the product unless it is in the original, intact packaging. Inspect the device for any evidence of kinks, nicks, tears, or cracks that might have occurred in the delivery of the device to the sterile field. Do not use a damaged product. Section 5.0 suggested procedure pg. 8: prior to use, separate the dilator and sheath and place into a container of saline or sterile water for approximately 15 seconds to activate the hydrophilic coating. Re-wet as necessary. Advance the dilator/sheath assembly over the guidewire to the desired location. If resistance is encountered, stop! Do not advance against resistance. Damage to the anatomy could result. Once positioned, grasp and squeeze the dilator clip thumb tabs to release the dilator from the sheath funnel and gently withdraw the dilator, while maintaining sheath position. Do not advance the sheath without the dilator in place.

Event description:
Olympus was informed that during a therapeutic uroscopy procedure, the tip of the ureteral sheath detached and fell into the patient. It is unknown if the device fragment was retrieved or if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report the original equipment manufacturer (OEM) device evaluation results. The device was returned to olympus for evaluation. This device is manufactured by teleflex a third party vendor that cannot accept field devices and requires photos instead for the complaint investigation. The OEM performed a photographic evaluation and found the sheath tip broken off and missing. The missing tip was not returned to olympus for evaluation. A DHR review revealed that the product met specifications at the time of manufacturing. The OEM reported that on june 23, 2016 a shipment of 100 5-pack devices was sent to olympus for distribution. The OEM performed a complaint history review for units manufactured on june 6, 2016 and found no other complaints associated with this final part lot. However, since january 01, 2015 a total of 189,885 units (tfx part numbers 500038-27 thru 500038-42) have been shipped and only 4 dilator complaints (.0021%) have been received. The OEM states that the reported phenomenon is a known issue that has been investigated previously. Based on similar reports the root cause for the reported event is substantial light exposure of the devices in the health care facility, which resulted in degradation and embrittlement of the dilator polymer. The OEM determined that since no manufacturing, material, or process attributed to the reported failure mode no further action was required.

Manufacturer narrative:
This supplemental report is being submitted to update the device manufacture date and expiration date. The device was returned to olympus and is currently pending a photographic evaluation. This device is manufactured by teleflex a third party vendor that cannot accept field devices and requires photos instead for the complaint investigation. A review of the DHR found no anomalies during the manufacturing of the subject device and lot number.